Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. The patient reported she was unable to charge her device. Recharging best practices were reviewed with the patient and she attempted a recharge session. She reported a "reposition antenna" screen and repositioning the antenna did not resolve the issue. The patient reported seeing the "charge neurostimulator battery" screen on the patient programmer. An antenna locate was performed but did not resolve the issue. The patient stated part of her ins seemed like it might be poking out a little more. The patient reported a return of pain due to her ins being off. A recharger antenna was sent to the patient to attempt to resolve the issue. If the new antenna did not work, it was recommended that the patient contact her healthcare professional. No new information was received through follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.